Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months following the implant of this transcatheter bioprosthetic valve, the patient expired from heart failure due to cardiomyopathy and paravalvular leak (pvl). No autopsy was performed. The patient had a reported history cardiomyopathy, heart failure, chronic kidney disease and cardiogenic shock.